Event description:
It was reported that stimulation was turning on with no communication with the pt programmer (pp), and then the pp could not turn the stimulation off. The pt also could not adjust stimulation and had had problems with the stimulation since 2009. Once the stimulation was on, it was hard to turn off with the pp. The pp showed the green "stimulation on" light, but the yellow "stimulation off" light also flickered. The device was turned off using a physician programmer. The cause of the event was not identified. No further issues were found. Add'l info has been requested, a follow-up report will be sent when add'l info becomes available.

Manufacturer narrative:
(B)(4).